Event description:
It was reported that during right ventricular decrement testing, the merlin programmer exhibited an algorithm execution failure, resulting in the test continuing to run. No further intervention or adverse patient consequences were reported.

Event description:
New information received notes that impedances, sensing and atrial threshold test were completed prior to the reported programmer issue. No further intervention or adverse patient consequences was reported.